Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.